Event description:
It was reported that during ureteroscopic lithotripsy, upon opening the packaging and cutting the suture thread to prepare for ureteral stent placement, the distal end of the stent was found to be fractured while positioning it onto the guidewire. The stent was replaced.

Manufacturer narrative:
The reported event was confirmed cause unknown. Two photos were received of the product showing the split on the pig tail. Received 1 ureteral stent in opened packaging. Verified material number 788426 and batch number ngfq1847. Visual inspection noted a split on the pig tail. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during ureteroscopic lithotripsy, upon opening the packaging and cutting the suture thread to prepare for ureteral stent placement, the distal end of the stent was found to be fractured while positioning it onto the guidewire. The stent was replaced.